Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks while resting. The patient was brought in for system testing, and review of the shock episodes noted oversensing of noise, potentially related to sense b node. All provocative maneuvers were negative in reproducing noise on all vectors, and the shock impedance measurements were well within range. The sensing vector of the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.